Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the doctors dislike this kit because the psi material is very thin and it splits and it bends. On this occasion they made a skin nick and the catheter kept bending. They went through 2 more before they were successful." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00425, 9680794-2025-00361, and 9680794-2025-00357.

Event description:
It was reported "the doctors dislike this kit because the psi material is very thin and it splits and it bends. On this occasion they made a skin nick and the catheter kept bending. They went through 2 more before they were successful." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00361, and 9680794-2025-00357.

Manufacturer narrative:
(B)(4).